Manufacturer narrative:
No device associated with this report was received for examination. A worldwide database search did not find any additional reports for the sigma crvd xlk ins 5 8mm product/lot combination. Medical records and x-rays were received and reviewed. From a medical perspective, based on the very limited information available in the medical records, it is not possible to determine if the complaint is product related. Review of the provided x-rays did not find any evidence indicative of a device nonconformance. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was also experiencing instability in their knee. A radiographic study prior to being revised indicated the patient had poly wear of their tibial component. At time the patient's insert is being added to the complaint and reported. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical der states migration and femoral loosening. Update recvd 11/24/2015- patient was revised to address pain and femoral loosening at the cement/implant interface. The cement manufacturer was unknown. Update recvd 11/30/2015- clinical der states patient was revised to address femoral loosening. The interface and cement manufacturer are unknown. There is no new information that would change the current MDR decision. The complaint was update on 12/5/2015.